Event description:
It was reported that during a laparoscopic colectomy procedure, the mechanical tip became detached from the insrtument while outside the pt. Another instrument was opened and performed satisfactory.